Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection. The customer stated that the insulin pump had still getting no delivery alerts even customer had already changed full set and battery. The customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump had partial display. Customer reports the drive support cap was flush. Customer states the pump was neither dropped nor bumped. Customer's outcome pertaining to the complaint. The device will be returned for analysis.